Event description:
It was reported that the devices were used during a hernia repair procedure, the surgeon used the device to close incision site. The surgeon fired once and stapler jammed. The surgeon then opened a second device and the same thing occurred. Opened another device to complete the case. There was no consequence to pt.